Event description:
It was reported that the foreign material was noticed in the bowl when the surgeon started to mixed it. So, the surgeon stopped to use the cement and spare product was used instead of it. It is possibility that the foreign material is a glass of the monomer ampoule. The surgeon request us the material analysis and risk for the patient if the material was in the patient.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Visual inspection confirmed that the foreign material is a piece of glass. There was no patient involvement. The investigation concluded that foreign material is a piece of glass. Instructions are provided in the IFU; do not open the ampoule over the mixing container. Pieces of glass may fall into the container and get intermixed with the bone cement. No further investigation is required at this time. The reported event regarding a foreign material in the cement mix involving simplex p bone cement was confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
It was reported that the foreign material was noticed in the bowl when the surgeon started to mixed it. So, the surgeon stopped to use the cement and spare product was used instead of it. It is possibility that the foreign material is a glass of the monomer ampoule. The surgeon request us the material analysis and risk for the patient if the material was in the patient.